Event description:
Paramedics attended to a person in cardiac arrest. A total of 6 countershocks were administered to the pt after which external pacing was attempted. The device allegedly displayed a continuous leds alarm and pacing was inhibited. The operator said the pt was extremely diaphoretic and that the pacing electrodes would not adhere securely to the pt's skin. A second set of electrodes was used with the same results. The pt was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the pt's death. The reporter said the pt was not expected to survive.